Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a implantable cardioverter defibrillator (ICD) went into backup operation due to unspecified reason. Information regarding resolution, healthcare facility and provider and patient outcome was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) went into backup operation after a MRI scan. Reprogramming was performed and the ICD was restored.